Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, the proximal side of the trunk-ipsilateral leg component migrated down into the aneurysm due to rapid aneurysm enlargement was observed. It was also reported that it is unknown how much migration occurred and how much aneurysm enlargement there was. On (B)(6) 2023, a reintervention was performed. Two additional stent grafts were placed proximally. A small proximal type I endoleak was observed but no further treatment was performed. The endoleak will be monitored. The patient tolerated the procedure. A thrombus was reportedly observed in the proximal neck during the initial procedure. No additional information was available in regard to the thrombus reported.

Manufacturer narrative:
Code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. Code b22 and c20-as the serial# is not available, product history review could not be performed. As the device remains implanted and was therefore, not available for engineering evaluation, a definitive root cause could not be determined for the reported issue. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.